Event description:
Device malfunction: failure to deploy-needles. Time of malfunction: during vessel closure. Symptoms/ae: surgical procedure. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the device was advanced and the barrel was rotated, resistant was felt. When the hub was pulled to deploy the needles only the anterior needle presented and it was bent. The device became "stuck" and required a "surgical procedure" for removal. The artery was surgically repaired and sutured to achieve hemostasis. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Incorrect use of device - against resistance. The prostar xl pvs system instructions for use state, under the precautions heading: "do not advance or withdraw the prostar xl device against resistance until the cause of that resistance has been determined. Excessive force used to advance of torque the prostar xl device should be avoided as it may lead to significant arterial damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and arterial repair."